Event description:
On (B)(6) 2013, pdc received a report of medical intervention that occurred on (B)(6) 2013 at 4:02 pm. Pt called in saying that his (B)(6) meter was giving him readings all over the place. Results were said to be 196, 249, 233, 234 and 247. Per pt, normal reading is between 12-125 mg/dl. Pt stated having heart palpitations and feeling clammy, so he had his grandson take him to the hospital. (B)(6) meter reading prior to going to ER was reported at 195 mg/dl. Upon arrival at ER, their meter read 207 mg/dl. Pt did not self-medicate and/or do anything to treat himself between initial (B)(6) reading and ER's. ER sent pt home and treatment was not provided. No other tests conducted in hospital. (B)(6) sent pt a replacement meter w/ts and cs, as well as a prepaid envelope for return of suspect product (s) for evaluation.